Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog or novolog/novorapid. Only humalog and novolog/novorapid have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. Always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg 485-493 mg/dl) and a correction bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump time was found to be incorrect. Customer reported the incorrect time may have been due to use error and corrected the time. Customer used admelog insulin. Cts educated customer that admelog was not labeled for use with the pump.